Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia could not be determined through this evaluation. Moreover, the report of numerous lvad alarms could not be confirmed nor could the specific alarm that the patient reportedly experienced be identified as no log files from the time of the reported event were provided by the account. The account did not specify which alarm the patient experienced. She underwent antitachycardia pacing (atp), which reportedly terminated the sustained slow ventricular tachycardia. The issue reportedly resolved with sequela on (B)(6) 2019. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on mlp-009011 and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had numerous lvad alarms beginning on the day of admission (B)(6) 2019 which prompted her presentation to the emergency department for evaluation. She has felt generalized fatigue, malaise, nausea, and lightheadedness in association with the alarms. Transmission from the patient's implantable cardioverter-defibrillator showed slow ventricular tachycardia for several days. She was out of sustained slow ventricular tachycardia and amiodarone maintenance dose doubled.